Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Subject device has not been received. Article & lot number do not match, therefore unable able to review DHR. The device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: during the checking of the loan set, the breakage of the given instruments were detected. This complaint involves two parts. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: exact date of issue is unknown; however, the issue was discovered on (B)(6) 2016. Product investigation summary: the evaluation of the stopper has shown that one of the four prongs is broken off. The manufacturing documents were reviewed, but no complaint-related issues were found. The relevant dimensions cannot be further verified as they are defined before slotting. This lot of (B)(4) pieces was manufactured in october, 2005. This information, along with the device¿s used condition, lets us exclude a manufacturing related issue. Based on the provided information, the exact cause of the breakage cannot be determined. It is likely that too much lateral force was applied when the stopper was put-on the holding pin of the vario case. Such a breakage is normally not possible when the stopper is inserted into a hole of the insertion guide. No product related fault could be detected. Device history record review: during the investigation, it was detected that this part was manufactured under the internal part number 42999. This number is also listed on the drawing, under the external part number 324.019. Therefore, the DHR review was made for part 42999 lot 9012313: manufacturing site: (B)(4); manufacturing date: october 14, 2005. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.